Event description:
Customer reported tiny air bubbles in the tubing that went back towards the reservoir. The blood glucose reading was 102 mg/dl. She could not tell if any of the bubbles were in the reservoir at the time of the report. She stated that the insulin pump was not rewound with the reservoir in place and that the insulin is at room temperature when filling the reservoir. She stated that there were no leaks and no large air bubbles. Customer was assisted in priming out the small air bubbles. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.